Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was over delivering. The customer experienced different blood glucose level of 3.9 mmol/l and 10 mmol/l. The customer was treated with coco cola. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did allege that the insulin pump was over delivering. Customer stated that insulin continue to drip after finishing a bolus and doing the same with fill cannula. Troubleshooting was performed for low blood glucose level and for insulin pump over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 5xx pump. Conclusion: reservoir no occluded, no air bubbles, no leakage and did not continue dripping insulin after test.